Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Unknown and I cannot get. The diagnosis and indication for the index surgical procedure? Total knee arthroscopy what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Fascia. Which type of stratafix was used on the patient? Symmetric. If stratafix symmetric, was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. If stratafix symmetric, were two reverse stitches performed across the incision prior to closure? Yes. If stratafix spiral, was the fixation loop secured to tissue at the initiation of suture use during the index procedure? If stratafix spiral, was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Onset date/time of dehiscence? (# post op days) unknown. How was the dehiscence managed? Used ethibond please describe any surgical intervention required for the wound dehiscence including date and findings. Unknown. Please describe the appearance of the suture during the second procedure. Fragmented. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? It was fragmented. Can you describe the appearance of the stratafix suture during second procedure, if applicable? It was fragmented. Other relevant patient history/concomitant medications? None. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown, but I believe the patient is doing well product code and lot number? Unavailable.

Event description:
It was reported that a patient underwent a total knee arthroscopy on an unknown date and a barbed suture was used. Post-op, the patient's wound opened up. The patient underwent a reoperation. During the reoperation, the suture was found fragmented. Additional information was requested.